Event description:
The customer received a questionable result for two patients from coaguchek xs meter serial number (B)(4). Of the data provided, only the results for one patient were discrepant. The result from the meter was 5.9 inr. The patient's blood was drawn right afterward and the result from the laboratory using dade innovin reagent was 4.28 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The patient had a normal hematocrit, no direct thrombin inhibitors, no heparin therapy, no antiphospholipid antibodies, no lupus, no dose changes, no diet changes, no new medications, no new illnesses, and no bleeding or no bruising. The suspect meter and strips were requested to be returned for investigation. With returned meter was tested with qc material and master lot strips. Qc 1: 2.5 inr; qc 2: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9-2.9 inr). All measurements were without error messages. Retention test strips (lot 294947) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. Testing results: (lot 294947-11). Qc 1: 2.3 inr, qc 2: 2.4 inr , qc 3: 2.4 inr. (Lot 286323-12) . Qc 1: 2.5 inr, qc 2: 2.5 inr , qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (Lot 294947 1.8 - 2.8 inr, lot 286323 2.0 - 3.0 inr) . All measurements were without error messages. The maximum difference between measurements were (lot 294947) 4.3% and (lot 286323) 4.0%.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.